Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a primary alarm test failure. No patient harm was reported.

Manufacturer narrative:
Become aware date (B)(6) 2017, the field service engineer (fse) confirmed the reported problem and replaced the speaker to resolve this issue.